Event description:
It was reported that the pump was flipped. The physician planned to flip the pump and re-suture it in the pocket. The managing physician wanted to change the concentrations. The managing physician was out of town. The implanting physician did not want to do the programming of the pump and considered leaving the pump in stopped mode for one-two days until the managing physician returned. The pump was delivering baclofen (unknown) it was later reported the pump showed that a bolus was in progress. The reporter was not aware of a bolus being programmed. They decided to use a different pump. It was noted the catheter had pulled out therefore they planned to replace the entire catheter. It was later reported the new pump was implanted.

Manufacturer narrative:
Product ID 8840, product type programmer, physician; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).